Event description:
While performing bench repair service on the device, an authorized bench technician noted that the labeling on the display buttons had been complete worn off. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.